Event description:
It was reported that during an angioplasty of an upper arm av fistula for stenosis, the balloon ruptured circumferentially, without detachment, during the first inflation using a 10cc syringe. An 0.035 hydrophylic glidewire was used for the procedure. The procedure was completed with a different pta balloon using an 8f sheath. There was no injury to the pt reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The proximal section of the catheter measured approx 43.4cm in length from the molded bifurcate to the distal end where the shaft separated or was cut. There appeared to be 1 kink along the shaft of the catheter. The distal tip section of the balloon catheter measured approx 87mm in length. The distal tip section of the balloon was missing a portion of the balloon along with the distal balloon weld. Diagonally oriented, there were marks located 4mm distal of the distal band, possibly hemostat marks. The distal tip appeared to be elongated and appeared stringy. The proximal section of the balloon had a circumferential break and a kink just distal of the proximal band. The circumferential tear had 2 small strings of balloon material, that were approx 1mm in length, at the breaks. Due to the fact that the balloon tip material has been stretched and the marker band spacing is below specification, it is possible that this sample may not be an 8mm x 4cm balloon. Was able to achieve full patency through both the proximal and distal sections of the catheter. Unsure if the proximal end of the distal section and the distal end of the proximal section of the catheter mate together. Under magnification the separated lumens do not appear to orient together. Also observed while under magnification, the distal ID lumen has a dark residue substance on it and the proximal ID lumen is clean. This fact, plus the marker band issue mentioned earlier, may indicate that the two separated sections may not be from the same end item catheter. The result of the investigation was confirmed for circumferential balloon ruptures based on the samples as received, root cause unk. It is unk if pt and/or procedural issues contributed to this event. This application is considered to be "off label use", as the current IFU (instruction for use) indicates the following: opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned above. It was also noted that a 10xx syringe was used for inflation. It is unk if a pressure gauge was used or the pressure at which the balloon burst. The current IFU (instruction for use) states: inflation pressure muse be monitored during the dilatation procedure. Use a pressure gauge is recommended.